Event description:
It was reported that a review of an interrogation for a patient with this right atrial (ra) lead was requested. The ra threshold increased form 0.9 volts to 1.9 volts in two days. Boston scientific technical services (ts) stated that for the increase of the ra threshold, there could be a possible loss of capture (loc). Low amplitudes were also observed in the electrocardiogram (egm). Further evaluation of the ra pacing lead was recommended. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that a review of an interrogation for a patient with this right atrial (ra) lead was requested. The ra threshold increased form 0.9 volts to 1.9 volts in two days. Boston scientific technical services (ts) stated that for the increase of the ra threshold, there could be a possible loss of capture (loc). Low amplitudes were also observed in the electrocardiogram (egm). Further evaluation of the ra pacing lead was recommended. No adverse patient effects were reported. This device remains in-service. Additional information was received, the lead was checked, and loc was unable to be recreated. The thresholds were stable at 1.2 v. No adverse patient effects were reported. This device remains in-service.